Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-00926. It was reported the patient was not receiving effective stimulation. The neurosurgeon diagnosed significant structural damage and determined a 360 procedure would be the best option for the patient to attain pain relief. The patient underwent surgical intervention on (B)(6) 2017 where back surgery and scs system explant was performed.